Manufacturer narrative:
The act and esc buttons did not respond due to flattened button dome switches. There was no unlocked j2 lcd keypad connector noted. The prime anomalies, rewind anomaly, battery out limit alarm, were all unable to be verified due to button keypad anomaly. The pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have issues with button error and prime fill anomaly. The customer states that when they are changing the infusion set, they cannot get out of rewind. The customer states the act button is unresponsive. The customer's blood glucose level at the time of incident was 192mg/dl. The customer mentioned not being able to hear the piston moving while he holds the act to fill the tubing. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.